Event description:
Unexpected outcome happened during a tavr placement. During the procedure an artificial aortic valve came off of the delivery system and was deployed in the aorta (not designated placement). The prosthesis was not designated for the abdominal aorta but was necessary to deploy and retain the surgical valve and avoid any further invasive treatment. Subsequently another aortic valve was successfully deployed and the patient outcome was optimal. FDA safety report ID # (B)(4).